Manufacturer narrative:
Review of the available programming and diagnostic history.

Manufacturer narrative:
Outcomes attributed to adverse event, death, corrected data: the initial manufacturer report inadvertently provided an incorrect date of death.date of event, corrected data: the initial manufacturer report inadvertently provided an incorrect date of death.

Event description:
It was reported that the vns patient passed away on (B)(6) 2012. No other information was provided. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2012. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2012 and the patient's cause of death was: infantile cerebral palsy, unspecified; pneumonia, unspecified. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of unlikely sudep. There is no allegation or other information indicating that the death is related to vns.